Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any device deficiencies identified during use? Were any error codes experienced during treatment? Does the surgeon believe that the probe caused or contributed to patient event or were there other causes?

Event description:
It was reported that during a liver lesion mwt under ga using neuwave prxt20 needle; needle tested ok, placed under CT/cas without issue, but as soon as we started treating the chap went into vt so we had to stop. The anaesthetist controlled him medically, position checked etc, but the same thing happened again when we attempted to restart. The needle was removed, and he was stabilized by anesthetics - there was no obvious reason for this in regards to placement. The decision was made to treat with a brand new needle (still prxt20) and treatment happened without incident. Patient ok today.